Event description:
It was reported that the pump got wet. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed as there was fluid ingression on the main board and battery compartment. The main board will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
While performing a review of file (B)(6), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-04190 is no longer considered reportable, please disregard any reports associated with it.